Event description:
Customer reported that a pt experienced a post-op infection and returned to the or for debridement three weeks after the initial rotator cuff surgery. Pt has lingering infection. Doctor is exploring all avenues; suture, implant etc. A mitek corkscrew anchor was also used in conjunction with two twinfix anchors. It was confirmed that the issue was a wound healing problem not an infection as previously reported. Cultures came up negative. The surgeon performed an "ind & debridement" and treated the pt with antibiotics. Business manager confirmed the last time she heard, the pt was 80% healed.